Manufacturer narrative:
Updated fields b4, d9, g3, g6, h2, h3, h6 type of investigation findings investigation conclusions, h11. Corrected field is h6 medical device problem code, h8. The customer reported that a standard 035in guidewire usually works but the wire in the kit was too flimsy. No decon or visual inspection performed since product was not returned and could not be evaluated therefore we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile the IFU addresses the reported failure the investigation does not indicate that the device was inadvertently released as non conforming or an adulterated product or was a counterfeit each iab manufactured is 100 percent inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non conforming device to be released the trend review did not identify an adverse trend increase in number of complaints over past three months based on the rationale provided above no escalation to the CAPA process is required.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation), h11

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h11.

Event description:
N/a.

Manufacturer narrative:
Due to characterization limit e1: initial reporter name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported by the customer that the wire in the kit is too flimsy. There was no patient harm or injury reported.